Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during the delivery of the coil, the operator found that the coil body had detached from the pusher rod. At this point, the coil could not be retrieved and could only be pushed further; however, the coil could no longer be precisely delivered into the aneurysm through the pusher rod, resulting in part of the coil remaining free within the patient¿s vessel. To ensure patient safety, the operator deployed an additional stent to press the free coil against the vessel wall. The implant coil remains in the patient. The coil was not implanted in the intended location. No surgical or medicinal intervention was required. The pushwire was not bent or broken. There was no friction or difficulty during delivery. The physician repositioned the coil 1 time. The physician did not attempt to detach the coil. The physician did not rotate the delivery pusher during the procedure. Continuous flush was administered during the procedure. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a saccular, unruptured right internal carotid artery ophthalmic artery aneurysm with a max diameter of 18mm and a 7mm neck diameter. It was noted the patient's blood flow was high and vessel tortuosity was moderate. Additional information was received stating that the cause of the event was not determined. The coil came out of the introducer sheath smoothly. The catheter used was catheter model: 105-5091-150, lot number: 0230211977.